Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A nurse reported that during a procedure the viscoelastic used made the cornea cloudy upon insertion on two patients. This report is for the first patient involved in this event. Additional information has been requested.

Manufacturer narrative:
The complaint relates to a viscoelastic suspect of causing cloudy cornea. All batches are released according to the required specifications and all initial testing results are within specification. As complaint sample 25 unopened units were received. Our lab has retested the complaint samples: all results conform to the specifications for the tested parameters. Inconclusive, product met specifications: as the complaint sample was conforming and all initial testing results are within specification a conclusive root cause could not be determined. (B)(4).